Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient information is not available for reporting. Device is an instrument and is not implanted/explanted. The subject device is currently undergoing investigation; the results are pending completion. A device history record review was performed for the subject device lot. Manufacturer: synthes (B)(4). Date of manufacture/release to warehouse date: nov 21, 2014. The review showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. No non-conformances were generated during the production of the subject device. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during surgery to treat a pelvic fracture on (B)(6) 2016, the surgeon was unscrewing a locking cap of a matrix screw and the screwdriver broke. The fragments were retrieved and another screwdriver was readily available to successfully complete the surgery with no delays. No additional medical intervention was necessary and the patient was stable following the surgery. Concomitant device reported: matrix locking cap (part # unknown, lot # unknown, quantity 1) this report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. A product development investigation was performed for the subject device. The returned driver was examined and the complaint condition was able to be confirmed as the distal tip was found to be broken and missing a segment of the distal tip ¿ approximately 2mm long x 4.6mm in diameter (calipers were used for measurement). No definitive root cause was able to be determined; the failure mode is consistent with the application of excessive torque. During the investigation no product design issues or discrepancies were observed that may have contributed to the complaint condition. A visual inspection and drawing review were performed as part of this investigation. This complaint is confirmed. The t25 stardrive shaft long (03.632.072) is one of four t25 driver shafts intended to be utilized in final locking tap tightening for the matrix system (03.632.002, 03.632.072, 03.632.400 and 03.632.401). Proper technique includes the use of a 10nm torque limiting ratchet handle (03.620.061) and a countertorque (03.632.049). The following caution is noted: ¿never use fixed or ratcheting t-handle screwdriver for this technique. If the torque limiting attachment is not used when using any of the stardrive shaft options breakage of the driver may occur and could potentially harm the patient.¿ (technique addition - final tightening). Relevant drawings for the returned instrument were reviewed. The design, materials and finishing processes were found to be appropriate for the intended use of these devices. Additionally a concomitant matrix locking cap (04.632.000 lot h073601) was received without allegation. No defects or deficiencies were identified which may have contributed to the complaint condition of broken screwdriver shaft tip. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.